Event description:
Same case as: 6000089-2006-02471. It was reported that during a ptca treatment procedure, the iq marker wire broke. The lesion was located in the circumflex artery and predilated with a maverick 2.0 x 15 balloon. "A taxus stent was deployed fine, when removing the balloon out, the physician felt resistance. The balloon and iq wire were both pulled out and it was noticed that the marker wire came apart in the balloon. This occurred outside the body. The physician rewired with a different iq wire and then worked on the right coronary (rca) artery." The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "fine".

Manufacturer narrative:
H6. The device has not been received for analysis as of the date of this report.